Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons affected. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/04/2017 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination or damage was observed to the button contacts. The complaint of unresponsive keypad buttons was not able to be confirmed or duplicated during testing. Unrelated to the complaint, investigation revealed moisture through the display. A leak test was performed and leak was found at a crack at the bottom right corner between keypad and pump seal. The pump was opened and moisture was observed throughout pump casing including on the keypad flex connector.